Event description:
During an incident on 11/09/01 involving a male pt who had passed cut in the doctor's office and then came to and was being transported to a hosp, this defibrillator, used with hewlett packard monitoring pads, powered off after 2 minutes. This happened twice.